Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), device breakage ('another surgery to remove a remaning coil'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a female patient who had essure (batch no. 945066) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced complication of device removal ("device removal incomplete"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune disorder"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2016 and remaining coil removal on (B)(6) 2019). It was unknown whether any action was taken with essure. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and complication of device removal outcome was unknown and the perforation was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient continued to suffer from chronic symptoms. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), device breakage ('another surgery to remove a remaning coil'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a female patient who had essure (batch no. 945066) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced complication of device removal ("device removal incomplete"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune disorder"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2016 and remaining coil removal on (B)(6) 2019). It was unknown whether any action was taken with essure. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and complication of device removal outcome was unknown and the perforation was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient continued to suffer from chronic symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity/perforation of fallopian tubes"), device breakage ("another surgery to remove a remaning coil"), uterine perforation ("perforation of the uterus"), embedded device ("most of it had been embedded in the lett fallopian tube") and perforation ("perforation of other organs") in a 38 year-old female patient who had essure inserted (lot no. 945066) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"), contraceptive device removal incomplete ("device removal incomplete" on (B)(6) 2016) and medical device monitoring error ("novasure endometrial ablation & essure insertion performed on same day"). The patient had a medical history of mood change, fibromyalgia, vaginal pain, spotting between menses, dyspareunia, multiple sclerosis, menorrhagia, multiple sclerosis, alcohol use, parity 2 and gravida ii. Previously administered products included: yaz. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), embedded device (seriousness criterion intervention required), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune disorder"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, remaining coil removal on (B)(6) 2019 and laparoscopic bilateral salpingectomy and hysterectomy). At the time of the report, the perforation was resolving. The outcomes for fallopian tube perforation, device breakage, uterine perforation, embedded device, abdominal pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient continued to suffer from chronic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: findings: essure coils noted over both side of pelvis impression: no evidence of bowel perforation or bowel obstruction. [Hysterosalpingogram] on (B)(6) 2015: showed tubal blockage. [Pathology test] on (B)(6) 2016: source of specimen. Fallopian tube(s), bilateral fallopian tubes and essure coils. Gross descrivi'ion. Bilateral fallopian tubs with essure coil contains two unilaterated fimbriated fallopian tubes fimbriated (fallopian tube #1- 6.0 cm in length x up to 0.6 cm diameter, fallopian tube #2- 7. 0 cm in length x up to 0.6 cm in diameter)tube #1- the fimbriated end is sectioned and grossly appears unremarkable. The serosa on the fallopiantube is dusky purple smmoth grossly unremarkable. Sectioning reveals grey-white mucosa with a pinpoint lumen. Note as essure coil is not identified in fallopian tube #1. The fimbria of fallopian tube #2 is sectioned and grossly appears unremarkable. The serosa on the assoiciated tube is dusky purple, smooth and remarkable for a silver coloured coil extending from the proximal end (2.0 cm). Sectioning reveals grey-white mucosa with a pinpoint lumen which grossly appers unremarkable a second essure coil is not identified with the specimen which has been verified by dr. Diagnosis: fallopian tubes and essure coils, bilateral, salpingectomy: bilateral unremarkable fallopian tubes; a single essure coil; on (B)(6) 2019: clinical history: remnants of essure on CT. Patient has some pelvic pain. Clinical diagnosis: remnant essure coil removed. Gross description: right essure coil contains two pieces of silvered coloured medical devices (1.5 cm in length and 0.1 cm in diameter and 5.0 cm in length and 0.2 cm in diameter). The longer medical device has coils in it with a piece of tan-white tissue attacjed one end (1.0 cm in greatest dimention) diagnosis: hardware, essure coils, removal consistent with essure coils [ultrasound pelvis] on (B)(6) 2016: essure coils are seen in uterus. Impression: dominant follicle in the right ovary. Essure coils seen with tip on left side appearing to be angled with surrounding vessels; on (B)(6) 2016: the uterus measures 8.3 x 4.8 x 4.7 cm. Endometrial stripe thickness is 6 mm. Trace fluid is seen the endometrial canal. Left essure coil is in satisfactory position. Dr. Do suspect mild medial dislocation of essure coil such that part of it lies within the endometrial canal. Both overies are positively identified, are of nonmal size and echcgenicity with normal vascularity. No free fluid or mass seen within the adnexa on either side. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Event device embedded added & medical device monitoring error was performed added medical history, reporter information, patient information added. Surgical pathology report & lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes"), device breakage ("another surgery to remove a remaining coil"), uterine perforation ("perforation of the uterus"), embedded device ("most of it had been embedded in the left fallopian tube") and perforation ("perforation of other organs") in a 38 year-old female patient who had essure inserted (lot no. 945066) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"), contraceptive device removal incomplete ("device removal incomplete" on (B)(6) 2016) and medical device monitoring error ("novasure endometrial ablation & essure insertion performed on same day"). The patient had a medical history of mood change, fibromyalgia, vaginal pain, spotting between menses, dyspareunia, multiple sclerosis, menorrhagia, multiple sclerosis, alcohol use, parity 2 and gravida ii. Previously administered products included: yaz. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), embedded device (seriousness criterion intervention required), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune disorder"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy (B)(6) 2016, remaining coil removal on (B)(6) 2019 and laparoscopic bilateral salpingectomy and hysterectomy). At the time of the report, the perforation was resolving. The outcomes for fallopian tube perforation, device breakage, uterine perforation, embedded device, abdominal pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient continued to suffer from chronic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: findings: essure coils noted over both side of pelvis impression: no evidence of bowel perforation or bowel obstruction [hysterosalpingogram] on (B)(6) 2015: showed tubal blockage [pathology test] on (B)(6) 2016: source of specimen fallopian tube(s), bilateral fallopian tubes and essure coils gross "descrivi'ion" bilateral fallopian tubs with essure coil contains two unilaterated fimbriated fallopian tubes fimbriated (fallopian tube #1- 6.0 cm in length x up to 0.6 cm diameter, fallopian tube #2- 7. 0 cm in length x up to 0.6 cm in diameter)tube #1- the fimbriated end is sectioned and grossly appears unremarkable. The serosa on the fallopian tube is dusky purple smooth grossly unremarkable. Sectioning reveals grey-white mucosa with a pinpoint lumen. Note as essure coil is not identified in fallopian tube #1. The fimbria of fallopian tube #2 is sectioned and grossly appears unremarkable. The serosa on the associated tube is dusky purple, smooth and remarkable for a silver coloured coil extending from the proximal end (2.0 cm). Sectioning reveals grey-white mucosa with a pinpoint lumen which grossly appears unremarkable. A second essure coil is not identified with the specimen which has been verified by dr. Diagnosis: fallopian tubes and essure coils, bilateral, salpingectomy: -bilateral unremarkable fallopian tubes -a single essure coil; on (B)(6) 2019: clinical history: remnants of essure on CT. Patient has some pelvic pain. Clinical diagnosis: remnant essure coil removed. Gross description: right essure coil contains two pieces of silvered coloured medical devices (1.5 cm in length and 0.1 cm in diameter and 5.0 cm in length and 0.2 cm in diameter). The longer medical device has coils in it with a piece of tan-white tissue attached one end (1.0 cm in greatest dimen) diagnosis: hardware, essure coils, removal consistent with essure coils [ultrasound pelvis] on (B)(6) 2016: essure coils are seen in uterus impression: dominant follicle in the right ovary. Essure coils seen with tip on left side appearing to be angled with surrounding vessels; on (B)(6) 2016: the uterus measures 8.3 x 4.8 x 4.7 cm. Endometrial stripe thickness is 6 mm. Trace fluid is seen the endometrial canal. Left essure coil is in satisfactory position. Dr. Do suspect mild medial dislocation of essure coil such that part of it lies within the endometrial canal. Both ovaries are positively identified, are of normal size and echogenicity with normal vascularity. No free fluid or mass seen within the adnexa on either side. Lot number: 945066, manufacture date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity/perforation of fallopian tubes"), device breakage ("another surgery to remove a remaning coil"), uterine perforation ("perforation of the uterus"), embedded device ("most of it had been embedded in the lett fallopian tube") and perforation ("perforation of other organs") in a 38 year-old female patient who had essure inserted (lot no. 945066) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"), contraceptive device removal incomplete ("device removal incomplete" on 21-sep-2016) and medical device monitoring error ("novasure endometrial ablation & essure insertion performed on same day"). The patient had a medical history of mood change, fibromyalgia, vaginal pain, spotting between menses, dyspareunia, multiple sclerosis, menorrhagia, multiple sclerosis, alcohol use, parity 2 and gravida ii. Previously administered products included: yaz. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), embedded device (seriousness criterion intervention required), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune disorder"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy (B)(6) 2016, remaining coil removal on (B)(6) 2019 and laparoscopic bilateral salpingectomy and hysterectomy). At the time of the report, the perforation was resolving. The outcomes for fallopian tube perforation, device breakage, uterine perforation, embedded device, abdominal pain, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient continued to suffer from chronic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: findings: essure coils noted over both side of pelvis impression: no evidence of bowel perforation or bowel obstruction. [Hysterosalpingogram] on (B)(6) 2015: showed tubal blockage. [Pathology test] on (B)(6) 2016: source of specimen. Fallopian tube(s), bilateral fallopian tubes and essure coils gross descrivi'ion. Bilateral fallopian tubs with essure coil contains two unilaterated fimbriated fallopian tubes fimbriated (fallopian tube #1- 6.0 cm in length x up to 0.6 cm diameter, fallopian tube #2- 7. 0 cm in length x up to 0.6 cm in diameter)tube #1- the fimbriated end is sectioned and grossly appears unremarkable. The serosa on the fallopiantube is dusky purple smmoth grossly unremarkable. Sectioning reveals grey-white mucosa with a pinpoint lumen. Note as essure coil is not identified in fallopian tube #1. The fimbria of fallopian tube #2 is sectioned and grossly appears unremarkable. The serosa on the assoiciated tube is dusky purple, smooth and remarkable for a silver coloured coil extending from the proximal end (2.0 cm). Sectioning reveals grey-white mucosa with a pinpoint lumen which grossly appers unremarkable a second essure coil is not identified with the specimen which has been verified by dr. Diagnosis: fallopian tubes and essure coils, bilateral, salpingectomy: bilateral unremarkable fallopian tubes. A single essure coil; on (B)(6) 2019: clinical history: remnants of essure on CT. Patient has some pelvic pain. Clinical diagnosis: remnant essure coil removed. Gross description: right essure coil contains two pieces of silvered coloured medical devices (1.5 cm in length and 0.1 cm in diameter and 5.0 cm in length and 0.2 cm in diameter). The longer medical device has coils in it with a piece of tan-white tissue attacjed one end (1.0 cm in greatest dimention) diagnosis: hardware, essure coils, removal. Consistent with essure coils. [Ultrasound pelvis] on (B)(6) 2016: essure coils are seen in uterus. Impression: dominant follicle in the right ovary. Essure coils seen with tip on left side appearing to be angled with surrounding vessels; on (B)(6) 2016: the uterus measures 8.3 x 4.8 x 4.7 cm. Endometrial stripe thickness is 6 mm. Trace fluid is seen the endometrial canal. Left essure coil is in satisfactory position. Dr. (B)(6) suspect mild medial dislocation of essure coil such that part of it lies within the endometrial canal. Both overies are positively identified, are of nonmal size and echcgenicity with normal vascularity. No free fluid or mass seen within the adnexa on either side. Lot number: 945066. Manufacture date: 2012-01. Expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.